Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device wasn¿t accepting a charge. The patient stated he would have the recharger on all day and it wouldn¿t charge. The patient mentioned it never worked as good as the trial with keeping the pain down. The patient had the implant removed and a non-rechargeable device put in. The indication for use was non-malignant pain. No patient symptoms reported.